Event description:
It was reported when using the pyxis medstation es system that it had a cubie failure. The customer reported that the issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a cubie was failed. The field service engineer verified the device and confirmed the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.